Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shutdown and the alleged data error alert issues were verified. Additionally the alleged touchscreen issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen had missing/stuck pixels on the display screen. Additionally, the pump shut off unexpectedly, and the pump indicated a data log corruption. Customer's blood glucose was 89mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.